Manufacturer narrative:
Findings: pump monitored for several days. Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked battery tube threads. Pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. Pump received with normal operating currents. Pump passed the self-test. Pump passed the unexpected restart error test. Pump passed off no power test. No unexpected low battery alert noted. No unexpected off no power alert noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is a piece missing form reservoir compartment. Customer stated the drive support cap is recessed as designed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a cracked case at the reservoir tube window corners, a cracked belt clip slot and cracked battery tube threads. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No unexpected low battery or off no power alerts were noted.